Manufacturer narrative:
One occlusion catheter, model no. 6280822f was received inside a damaged shipping tube. The rectangle outer box does not appear to be the original box, the customer received the product and is not long enough for a undamaged catheter tube to fit into. The catheter was received in a broken shipping tube. The gray tube is broken 19cm distal of the clear adaptor. The shrink seals are still attached around the clear adaptor cap and the second around the IFU. When the catheter was removed from the tube, it was found to be in good condition. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.

Event description:
It was reported that the catheter was received in the shipping tube, which was snapped in half.